Event description:
It was reported that, persuader was used to reduce a spody/push rod to screw. The persuader pulled blades completely out of the screw and in turn, broke the tabs (meant to hold the blades) off the screw."

Manufacturer narrative:
Complaint history analysis, mfg record review, visual inspection, risk assessment, functional test. Results: complaint history analysis. Nine total complaints relating to broken tulip tabs during surgery. Previous complaints were metallurgically analyzed and no issues were found. The previous complaints were found to be the result of high stress applied to the screw or incorrect tool positioning. Mfg record review. No deviations were noted. Visual inspection. Both tabs confirmed broken. Broken tabs were not returned. Risk assessment. All the broken fragments were safely removed and the surgery was completed. Functional test. The mantis reduction blades were returned as well and were tested with another mantis screw and found to remain fixed with the screw head even under excessive force. Conclusion: this screw passed inspection prior to release and there is no indication from previous investigations that this type of failure is related to metallurgical defects. This screw design has been tested and shown to be able to withstand more than the maximum force the rod insertion instrument can apply to it when used correctly. Hence, the most probable cause is high stress applied to the screw from poor positioning of the persuader during surgery.